Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the vessel sealer extend instrument for evaluation. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during da vinci-assisted surgical procedure, the vessel sealer extend (vse) instrument was used for sealing; however, an alleged issue with tissue sticking after sealing was experienced. The procedure was completed with no reported injury.